Manufacturer narrative:
Additional manufacturer narrative: root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure e22 motorpack error and e21 motorpack error messages were generated by the aquabeam robotic system. Multiple troubleshooting steps were taken, including replacing the aquabeam handpiece twice. However; the error message was able to be resolved with a third aquabeam handpiece replacement and the aquablation procedure was then continued through successful completion. The reported event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the reported event.

Manufacturer narrative:
H10: additional manufacturer narrative: the aquabeam handpiece was returned for investigation of this event. Functional testing confirmed the reported e22 error. The error could not be resolved and kept reoccurring. Hence priming or treatment could not be performed. The handpiece was tested on the microstepper fixture. The encoder signals did not look nominal in their amplitude or shape indicating a malfunction with the encoder. Additionally, the handpiece was opened to inspect the sensor board and no signs of fluid ingress or anomalies were observed. A review of the device history record (DHR) ab2000-b/serial number (B)(6) and associated aquabeam handpiece/ lot number 22c00056 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101 rev. F, states the following: table 5: system detected errors and faults e22 - motorpack error release foot pedal and click x. If error persists, reconnect handpiece to motorpack. If error continues, replace handpiece. A similar complaint review for a 12-month perioud was conducted, which confirmed 17 other similar events have been reported to procept. Although the reported failure was replicated, the root cause of the encoder malfunction was unabel to be established. A corrective action and preventive action (ca/pa) was initiated to investigate e22 errors caused by non-fluid ingress. Complaint data is monitored and trended as part of procept's quality management system; shall a trend arise for this failure mode, then further actions will be considered. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.